Manufacturer narrative:
The following fields have been updated with additional/corrected information: d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failing. A field service engineer replaced the latch to resolve the issue and verified the functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer when using bd pyxis¿ anesthesia station es tower door had failed. The customer reported that users were unable to remove the medications, which led to a less than one minute delay in thedelivery of medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis anesthesia es system tower door failed. The customer reported that users were unable to remove the medications, which led to a less than one minute delay in the delivery of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that tower door failed due to latch. Field service engineer removed latch from drawer 4 and replaced latch to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer serviced the device.